Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system displayed "system initializing please wait" and would not progress past the prompt. Log analysis found that the gantry motion controller was not connecting via ethernet. The representative reported that the gantry motion controller was replaced to resolve the reported issue. It was reported that a cover of the gantry was damaged during replacement and was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not starting up as intended. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the motion controller did not pass test and does not communicate via ethernet. Analysis found that the reported event was related to a electrical issue.